Event description:
Mr (B)(6), (B)(6) of theatre, reported to our sales rep (B)(4), that a pt came in with pain. They took some x-rays and observed, that the screw was broken after 6 months implanted. They organized a revision surgery and replaced the screw.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following an engineering evaluation.